Event description:
In 2006, I had hip replacement surgery on my right hip. While at home or at work, my family and co-workers describe the audible sound that comes from my right hip as a squeak or squeaking noise. I could hear this squeak more than fifty times on some days during the winter. Sometimes my hip squeaks occasionally and sometimes it squeaks all day long. Certain movements of my hip would cause squeaks and vibrations. Putting my pants on, bending down to pick something up, getting out of my chair and standing up, sitting down in my chair or climbing stairs would produce squeaking noises. What concerns me now is the rubbing/grinding noise I can hear avery time I move my right hip. It is not a squeak but a rubbing or grinding noise. I can hear this noise every time I move my right hip. I showed this to my primary doctor during my annual physical in late 2008. He suggested that is see the surgeon that performed my hip replacement surgery . In early 2009, I demonstrated to the surgeon that my right hip rubs and grinds whenever I move it. He was surprised and said that I am the first one in his practice to experience this from a hip replacement surgery. He took x-rays and said that the hip still looked good. I am concerned that one day my new hip is going to shatter inside me without warning.